Event description:
It was reported that the patient underwent a revision surgery due to a non-union. It was reported that during screw insertion the tip of the driver broke off. All broken fragments were removed from the patient. No additional patient complications were reported.

Manufacturer narrative:
Additional info: visually confirmed approximately ~4mm of the instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis of both instruments identified a fairly flat fracture surface and circular material movement, consistent with torsional overload.

Manufacturer narrative:
(B)(4): the driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.